Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
A healthcare professional reported rupture of a saline device on the left side. The device has been explanted and replaced.